Event description:
It was reported that a cgm error occurred. There was no adverse impact to the customer¿s blood glucose level. Technical support provided instructions for a pump reset, and the caller successfully completed the process and started their sensor session without further issues.